Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, b5, d9, g3, g6, h2, h3, h6. H3: evaluation summary: customer report of small plastic disc was found was confirmed. An unknown loose plastic disc, approximately 8mm in diameter, was returned. A lab sample was used to compare to returned holder. No visible damage appeared to be on the holder. No other visual damages or abnormalities were found. Particulate was sent to chemistry lab for ft-ir analysis. Engineering task has been opened and assigned for further investigation. See attached evaluation photo. Device was sent to chemistry lab for ft-ir analysis (see attached ft-ir report). The particulate was removed from the sample slide and scanned by diamond atr. The ft-ir spectrum showed similar absorption characteristics to loctite adhesive like material. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a small plastic disc was found in the surgical field in the chest of a patient mid-implantation of a 32mm 4450 annuloplasty ring. The plastic disc was identified toward the end of the case, prior to decannulation, and the staff was unsure of the origin and had speculated that it came from the annuloplasty ring holder. The 32mm 4450 ring remained implanted. There were no noted difficulties with the ring implantation, and no visual defects noted to the device holder prior to use. There were no other issues or complications with the patient. Per product evaluation, there was no visible damage appeared to be on the holder. No other visual damages or abnormalities were found. Per chemistry lab analysis, the particulate was removed from the sample slide and scanned by diamond atr. The ft-ir spectrum showed similar absorption characteristics to loctite adhesive like material.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a small plastic disc was found in the surgical field in the chest of a patient mid-implantation of a 32mm 4450 annuloplasty ring. The plastic disc was identified toward the end of the case, prior to decannulation, and the staff was unsure of the origin and had speculated that it came from the annuloplasty ring holder. The 32mm 4450 ring remained implanted. There were no noted difficulties with the ring implantation, and no visual defects noted to the device holder prior to use. There were no other issues or complications with the patient.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Based on the information available the complaint is able to be confirmed. However, there is no evidence to suggest an edwards manufacturing defect contributed to this event. The plastic disk particulate was determined to have similar characteristics to "loctite adhesive" like material via ft-ir analysis. Loctite adhesives are not included in the bill of materials (bom) for production and packaging of 4450 model annuloplasty rings. Furthermore, holders are 100% inspected for contamination at component cleaning inspection and holder attachment inspection. Per the event description, "...no visual defects noted to the device holder prior to use.". No similar complaints were found for lot 11326839 or via a complaint history search. The most likely root cause is contamination from a non edwards source. An edwards/supplier defect has not been confirmed.